Event description:
Implants started to hurt and nipples became swollen in early 1977 due to infection from implant in rptr's right breast. The pain was severe and intolerable, so rptr elected to have the implant removed and later, in 5/80, had the other removed. The removal left her left breast disfigured and has caused her emotional pain.